Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, never achieving therapy and implanting the device off-label have been ruled out. However, the patient experienced a fall which may have contributed to the new stabbing feeling on their right side. The stimulator is used to treat pain. The cause of the new stabbing feeling is due to severe force applied to the implant (patient fall, accident) as the patient experienced a fall (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Event description:
The patient reported not getting much pain relief since their implant procedure. Additionally, the patient started feeling a new stabbing feeling on their right side. As of (B)(6) 2026, the patient reported the pain remains the same. A follow-up appointment was scheduled for (B)(6) 2026. However, the patient did not show up. The commercial team member called the patient. However, they have not received a call back. No further information is available at this time.